Event description:
Related manufacture reference number: 2017865-2022-08861. It was reported that the patient presented at the emergency room, symptomatic of encephalitis, endocarditis and bacteremia. The implantable cardioverter defibrillator system was extracted on (B)(6) 2022. The patient is recovering from procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.